Manufacturer narrative:
The device will not be returned as the patient discarded it. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The patient developed an infection at the pod¿s insertion site while wearing the device longer than 72 hours. The patient experienced swelling and purulent discharge on the infusion site (abdomen). As treatment, the patient was prescribed antibiotics by their doctor (taken for 10 days, 2 tablets; 4 times a day). As treatment, a new pod was applied. The patient discarded the old pod.